Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. The state is not reported, therefore nj has been used. If additional information is reported this MDR will be updated with a supplemental report. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident.. A device history record review could not be performed as lot number was unknown. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure . Root cause description: no root cause can be determined. Rationale: no CAPA is required.

Event description:
It was reported bd syringe integra 3ml w/ndl 23x1 rb retracted prematurely during use. The following information was provided by the initial reporter: verbatim: material no: 305271 batch no: unknown. It was reported that the needle retracted prematurely. Verbatim: caller states he injected a patient's knee with the syringe, 305271 and then the needle "disappeared". Where does the needle go? Caller states this was very "unsettling" and therefore he had an x-ray performed on the patient's knee to make sure it did not go into the patient.